Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a product performance issue. The replacement procedure was successfully performed and another device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to updates field b5: describe event or problem section b and field h6: device codes, section h.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a high pacing thresholds. The replacement procedure was successfully performed and another device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.